Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was returned to zoll for evaluation. A visual inspection was performed and it was noted that glycol was spilled in pump raceway, led, d1 on air trap pca was off, rotary head and pin dowel on top cord hook were missing and also the pump lid was broken. The hall sensor wires in pump raceway are not covered with grease. The console came with serial number on the same unit (rear housing has a seral number of (B)(4) and the front has a serial number of (B)(4)). The thermogard is a reusable device and was manufactured on 01/12/2012. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the event log was performed and found four errors tcmid: 05 (coolant diff failure). The thermogard passed functional testing without any errors. In summary, the reported complaint of the thermogard displaying error message tcmid: 05 (coolant diff failure) was confirmed during review of the event log and was attributed to a defective temperature probe. After the temperature probe and damaged parts were replaced, the console passed all functional and electrical testing criteria.

Manufacturer narrative:
The zoll console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During patient temperature management therapy, it was reported that the thermogard xp ivtm console (s/n: (B)(4)) displayed a tcmid:05 (coolant diif failure) error. To resolve the issue, the console's power was reset and the patient's therapy resumed. The patient's temperature management therapy was completed with using the same unit; however, according to the reporter, the unit had to be rebooted 4 times. Per reporter, there was no patient consequence as a result of the issue.